Event description:
It was reported that bd bbl¿ trypticase soy agar with 5% sheep blood (tsa ii) contaminations occurred. The following information was provided by the initial reporter: customer reports contaminated plates for cat 221261 lots 2158125 and 2270815. Hazard, injury or erroneous results? No. Hazard, injury or erroneous results details.

Manufacturer narrative:
H.6 investigation summary: during manufacturing of material 221261, media is formulated and sent through a high temperature short time sterilizer to remove bioburden. The petri dishes are subjected to uv radiation to decrease bioburden. The petri dishes are filled in a positive pressure hepa filtered environment. The filled plates are cooled and immediately wrapped into sleeves to decrease the introduction of microbes. Sleeves are then packaged into cartons and then transferred to a refrigerated truck (2 to 8 degrees c) for shipment to the distributor. Bd distributors are provided with the storage guidelines for the shipping and handling of bd media of 2 to 8 degrees c in a dark place. The batch history record for batches 2258125 and 2270815 was satisfactory and no quality notifications were generated during manufacturing and inspection of either batch. The release testing that is performed on this product does include bioburden testing. A sample of plates are incubated at 25 degrees c and at 35 degrees c for approximately 72 hours. All bioburden testing performed on these batches were satisfactory per bd internal procedures. Affected product does not have any sterility claims; the product is tested for bioburden prior to release to ensure that it conforms to product specifications. However, this does not ensure that the end-user will not receive a contaminated plate. The complaint history was reviewed, and no other complaints have been taken on batch 2258125 or 2270815. Retention samples from batch 2258125 and batch 2270815 were not available for inspection. Return samples were received for investigation. One unopened sleeve from batch 2258125 (10 plates) and one unopened sleeve from batch 2270815 (10 plates) were shipped in a box with packing paper. Plates were inspected and 1/10 plates from batch 2258125 (time stamp 1054) and 1/10 plates from batch 2270815 (time stamp 0028) had surface bacterial growth. Plates were submitted to the ID lab and serratia liquefaciens was identified in batch 2258125 and pseudomonas fluorescens was identified in batch 2270815. Two photos also were received for investigation. One photo shows the bottom of a plate from batch 2250815 (time stamp 1241) with growth visible. The other photo shows the bottom of a plate from batch 2270815 (time stamp 0055) with growth visible. This complaint can be confirmed for contamination. Bd has identified a contamination trend for this product. A CAPA (corrective and preventative actions) has been initiated and involves implementing additional cleaning events and evaluation of manufacturing procedures focused on in-process bioburden reduction. Additional trainings are planned with an ongoing training review for cleaning processes. Bd will continue to trend complaints for contamination. H3 other text : see h.10.

Event description:
It was reported that bd bbl¿ trypticase soy agar with 5% sheep blood (tsa ii) contaminations occurred. The following information was provided by the initial reporter: customer reports contaminated plates for cat 221261 lots 2158125 and 2270815. Hazard, injury or erroneous results? No. Hazard, injury or erroneous results details.

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each additional lot number is as follows: medical device lot#: 2158125. Medical device expiration date: 16-jan-2023. Device manufacture date: 27-sep-2022 . Medical device lot#: 2270815. Medical device expiration date: 16-jan-2023. Device manufacture date: 27-sep-2022 . A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.